Event description:
On (B)(6) 2012, the reporter from (B)(6) contacted lifescan alleging that the meter was displaying a "strip fill problem" with 6 different test strips but was unable to specify the exact error number. He claimed that another test strip vial is working fine with the subject meter. The customer care advocate walked the reporter through a retest on the phone and the reporter was able to obtain a successful test. Replacement test strips were still sent to the patient. There were no allegations of harm or injury as a result of the alleged issue. This complaint was initially not reportable since the alleged issue was resolved over the phone with the customer care advocate. Lifescan (lfs) received the test strips involved with the complaint and completed device evaluation on (B)(4) 2013. The returned test strips failed investigations: an "error 4" issue occurred. This complaint is now being reported due to the failed investigation results.